Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant of the implantable pulse generator (ipg) the physician was unable to hear the clicks from the wrench when fastening the right ventricular (rv) lead. The physician changed the wrench and was still unable to fasten the rv lead. When the ipg was to be replaced the physician was not able to loosen the set screw for the right atrial (ra) lead. The ipg was not used and another was implanted. No patient complications have been reported as a result of this event.